Manufacturer narrative:
The pump was returned for evaluation. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires approximately 1.75 inches from the pump housing revealed a small breach to the insulation of the black wire. Further examination revealed a breach to the insulation of the green wire approximately 2.25 inches from the pump housing. The observed wire damage appeared to be the result of repetitive flexing. Minor abrasions to the remaining wires were also noted, but the remainder of the driveline was otherwise unremarkable. If the exposed conductors of the black or green wires contacted the braided shield while operating on the power module with a grounded power module patient cable, the resulting short to ground would have resulted in a pump stoppage. A pump stoppage also would have occurred due to a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module (with a grounded or ungrounded power module patient cable) or on battery power. Incidentally, examination of the rotor upon disassembly of the returned pump revealed a small thrombus formation surrounding its bearing ball. The lamination and denaturation of this formation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Although a root cause for the development of the observed formation could not conclusively be determined through this evaluation, it did not appear to have contributed to the reported event. Additionally, the patient had reported attempting to switch to the backup system controller; however, was unable to make the connection. The system controller was not returned for analysis. Similar incidences related to difficulty in completing the driveline connection during system controller exchanges have been reported. A corrective and preventative action has been initiated to investigate the issue. A review of the device history records revealed that the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced previous electrical issue requiring a modified power module patient cable was reported under medwatch MFR# 2916596-2015-00763. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 9 months. The explanted device was received for investigation. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient, who had prior electrical concerns and had already been placed on a modified power module patient cable, experienced driveline fault alarms while at home. The patient disconnected the driveline in an attempt to switch system controllers; however, a connection was unable to be made and the patient switched back to the original system controller. X-ray images of the pump showed no obvious areas of concern. The patient was admitted to the hospital and driveline fault alarms reoccurred on multiple system controllers. The patient was not experiencing pump stoppages and was asymptomatic during the events. A decision was made by the surgeon to proceed with a pump exchange on (B)(6) 2015.